Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received anti-tachycardia pacing for sinus tachycardia. Programming options were discussed with the field representative, but no reprogramming was done. Approximately ten months later, further information was received that the patient again received anti-tachycardia pacing, as well as, multiple shocks for sinus tachycardia. Therapy was exhausted. The patient also has a history of slow ventricular tachycardia (vt) that has been appropriately treated by the device. Programming options were reviewed and changes were made. There were no adverse patient effects reported, and the system remains in service.